Manufacturer narrative:
(B)(4). The article stated the mean age was (B)(6), therefore (B)(6) was used for age. The article stated that 28 of 38 were male, therefore male used as patient gender. Date of event used is the date article accepted for publication, (B)(6) 2017. Desantis, adriano, nardelli, silvia, bassanelli, chiara, lupo, marinella, iegri, claudia, diciesco, carmela anna, forlina, mariana, farcomeni, alessio, and riggio, oliviero. "The modification of splenic stiffness on acoustic radiation force impulse parallels the variation of portal pressure induced by transjugular intrahepatic portosystemic shunt" accepted for publication in journal of gastroenterology hepatology: 2017 jul 28.

Event description:
This information was received through abstract "the modification of splenic stiffness on acoustic radiation force impulse parallels the variation of portal pressure induced by transjugular intrahepatic portosystemic shunt" accepted for publication in journal of gastroenterology hepatology: 2017 jul 28. Doi: 10.1111/jgh.13907. The articles objective is to establish if the modification of portal pressure induced by a transjugular intrahepatic portosystemic shunt (tips) parallels the modification of spleen or liver stiffness. This prospective study took place between september 2013 and december 2015 and included 38 patients. The article reports one patient developed a persistent hepatic encephalopathy refractory to medical treatment one month after tips placement and was submitted to the reduction of the stent diameter.